Event description:
It was reported that customer experienced high blood glucose levels while using renewal pump during vacation and noticed air bubbles in tubing and cartridge, which raised concern about possible pump or supply issue. There was no adverse impact to the customer¿s blood glucose level. Customer completed multiple full supply changes, planned to increase temporary basal rate, monitor glucose and use manual correction doses as needed and was advised to follow up with clinical support for further troubleshooting, with customer expressing satisfaction with support received.